Manufacturer narrative:
A review of the instrumentation device history records revealed that no non-conformities exist, and that the instrumentation meets specification.

Event description:
The sales representative attended a mets distal femur surgery dated (B)(6) 2014. During the surgery, the surgeon expressed dissatisfaction with the company's device instrumentation. In particular, he noted that the cutting guide instrumentation should be more precise in order to ensure a good cut. Nonetheless, the surgeon used the device instrumentation, and completed the surgery successfully without incident.